Event description:
During the insertion the housing device came apart and had to be put back together. The guidewire was deployed but unable to deploy the catheter over the guidewire or to retract the guidewire. The device was removed as an entire unit from the patient's arm and another device obtained.